Manufacturer narrative:
1. The customer returned 4 photos, but did not return actual sample. The photos show that there are foreign matters attached to the surface of the cannulas. 2. DHR/bhr review lot#4016705 1-the products of this batch were assembled at intima ii auto line 3 in march 2024, and packaged at r240 package line in march 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no foreign matter is found on the surface of the cannulas. 4. According to intima ii production process analysis, the foreign matters are the precipitate of 1502c lubricant - silicone. The cannulas of the intima ii products are lubricated with 1502c lubricant, forming a dense layer on the surface of the cannula for penetration. Bd's materials laboratory in the united states conducted a normative test on the silicone used in the products, and the test results showed that the silicone was a lubricant for medical products, which met the requirements of relevant iso and FDA standards. 5. After the cannulas are lubricated, the excess silicone is removed by blowing. The plant has required to increase the blowing pressure (within the parameters) to reduce the adhesion of silicone on the cannula surface. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): 1-there are no abnormalities in the product process, no material and process changes, and no similar complaints have been received from other hospitals for this batch of products. 2-the returned photos show that there are foreign matters attached to the surface of the cannulas. According to intima ii production process analysis, the foreign matters are the precipitate of 1502c lubricant - silicone, a lubricant for medical products, which meets the requirements of relevant iso and FDA standards, and the plant has required to increase the blowing pressure (within the parameters) to reduce the adhesion of silicone on the cannula surface.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm foreign matter the patient was admitted to our rehabilitation department on (B)(6) 2024 due to aphasia and weakness and poor mobility of the right limbs. On (B)(6), an intravenous indwelling needle was inserted into the patient. When disposing of the needle after the operation, an unknown object was found attached to the needle core. This was immediately reported to the head nurse, checked the remaining closed intravenous catheters, and found that there were unknown attachments on the needle cores when the needle cores were withdrawn. The batch of closed intravenous catheters was immediately suspended from use, the manufacturer was contacted, and other closed intravenous catheters were used as a matter of urgency. The incident was immediately reported to the nursing department and an adverse device report card was submitted to the medical affairs department.